Event description:
It was reported that the customer's insulin pump has a cracked display and the lock plastic for the belt clip is broken. Customer's blood glucose level at the time 8.7mmol/l. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).